Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay control fluids and a patient sample when using vitros ipth reagents on two different vitros 5600 integrated systems. Vitros ipth reagent lot 1605. Biorad lot 64920 level 1 results of 38.32 and 39.76 pg/ml vs. The expected result of 26.71 pg/ml. Vitros ipth reagent lot 1630. Biorad lot 64920 level 1 result of 18.28, 18.54 and 17.89 pg/ml vs. The expected result of 26.71 pg/ml. Biorad lot 64920 level 2 result of 144.91 and 147.96 pg/ml vs. The expected result of 215.33 pg/ml. Vitros ipth reagent lot 1645. Biorad lot 64920 level 1 result of 16.98 pg/ml vs. The expected result of 26.71 pg/ml. Biorad lot 64920 level 2 results of 144.32 pg/ml vs. The expected result of 215.33 pg/ml. Patient sample 5 result of 384.8 pg/ml vs. The expected result of 568.7 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower and higher than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number six of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay control fluids and a patient sample when using vitros ipth reagents on two different vitros 5600 integrated systems. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluid using an alternate lot of vitros ipth. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lots and vitros qc fluids without performing any actions to the vitros 5600 integrated systems. Additionally, sample handling and storage cannot be ruled out as a contributor to the lower than expected patient sample result obtained for patient 5. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office (B)(6).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number six of six supplemental MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. Device one and two for this event were for lots not associated with the recall, therefore no supplemental mdrs will be submitted. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (B)(6) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in (B)(6) 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.